Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer tip cap, the plastic trays were found deformed and some incomplete seal tray were found. No serious injury or medical intervention was reported.

Manufacturer narrative:
11 cap tip trays were received, confirmed to be from batch #5175923 (p/n 305822). The trays were visually evaluated. The trays were found to be deformed on one side which opened the seal on some of the trays. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause: (1) it is possible the cartons of trays were mishandled while in an environment that exposed them to high temperature. Based on the fact that the tip caps were found packed correctly into the trays and the deforming occurred around the caps, and the fact that full seal was present at one point prior to deformation, this indicates that the deformation of the trays occurred after the packaging process was completed. In order to deform the trays and affect the seal in such a way, the plastic would have to have been subjected to heat and possibly pressure. The damage on the boxes¿ short sides indicates there was downward pressure applied, possibly from improper handling. Moreover, canaan packaging process is performed by hand and boxes are palletized on their sides, not upright position. The crushing of boxes occurred after leaving the canaan plant. Conclusion: based on the investigation performed to date, the defect observed is likely to have occurred after the trays were filled with caps, sealed, cut and packed into shelf cartons and after they left the canaan facility. It appears the damage was external to the packaging process and indicative of environmental and handling factors. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd luer tip cap, the plastic trays were found deformed and some incomplete seal tray were found. No serious injury or medical intervention was reported.